Event description:
The patient reported that her generator was loose in her chest. If she lays on her right side, it slides over and she has to manually place it back into the correct position. She reported that she is unable to wash the chest area properly in the shower because if she presses on the generator, it feels bruised and painful. She indicated that doctor's had tried to get her vns to stay secured but it hadn't worked. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.